Manufacturer narrative:
The reported lead noise was confirmed in the laboratory. Analysis found the outer insulation damaged/abraded as a result of friction to ICD can. The efte insulation of one of the rv cables was melted. A second abrasion was found. This was an internal abrasion from the rv cables wearing outward through the outer insulation allowing the cables to come outside the lead body. The damage found could cause the noise observed in the field.

Event description:
The lead was explanted due to noise.